Manufacturer narrative:
On 25-oct-2021, mentor received additional information about the event: it was reported that the patient underwent a breast reconstruction procedure, not a breast augmentation revision procedure. Left breast prosthesis rupture was confirmed via MRI. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 600cc gel breast prosthesis that ruptured after implantation. A possible leak of the left breast prosthesis was reported. Additionally, the left breast prosthesis is making ¿squishy noises¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.